Event description:
A consumer reported, via a senior compliance officer at health canada, that an ophthalmologist diagnosed them with glistenings and iol opacification/whitening eight years following intraocular lens (iol) implant surgery. Prior to this, the consumer reported having a yag laser capsulotomy due to posterior capsular opacity. Following the uncomplicated laser procedure, the consumer reported having add'l visual changes. The consumer reported experiencing blurred and hazy vision, glare, flare, haze and starburst around lights, asthenopia, headaches, diminished visual resolution and clarity. Unable to request add'l info from the surgeon due to pt consent was not obtained.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported for this lot. The product investigation could not identify a root cause. (B)(4).